Manufacturer narrative:
It was reported that the patient was diagnosed with a mass on the left ovary in (B)(6) 2013 followed with serial imaging. It was reported in (B)(6) 2014 she had tah with oophorectomy and was diagnosed with st iib dysgerminoma. She had 3 cycles of chemo over 9 weeks with (B)(6) 2014 being the last one.

Manufacturer narrative:
(B)(4). The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopy, laparoscopic left salpingo-oophorectomy to remove a left adexal mass on (B)(6) 2014. The utero-ovarian ligament was cauterized and divided and the specimen freed. All sites were inspected and found to be hemostatic. The mass was too large for the endo catch, and a morcellator was used to remove the left ovary. It was reported that it was solid and there were densities. It was further reported that after the complete removal of the ovary, all sites were inspected and found to be hemostatic. The pelvis was irrigated, and there were no other fragments left behind. All sites were inspected and found to be hemostatic. No additional information was provided.